Event description:
It was reported that the customer experienced hypoglycemia, which caused him to fall and break his nose. Subsequently, the customer has hospitalized. The customer's blood glucose reading was 209 mg/dl at the time of the report. The customer stated that the customer either delivered too much insulin or did not eat enough carbohydrates. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.